Manufacturer narrative:
The customer notified beekley of the product issue on (B)(6) 2018. However, the customer confirmed that a patient had their mammogram repeated due to the product issue on (B)(6) 2018.

Event description:
The imaging component of the a-spot palpable mass marker separated from the adhesive component and therefore did not show up on the mammogram image. As a result, the mammogram was repeated.